Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 75-99% stenosed lesion was located in a calcified and moderately tortuous proximal to distal right coronary artery (rca). A guide catheter and guide wire were placed and pre ivus was performed. A 2.5x16mm taxus express2 stent was placed in the distal rca and the physician attempted to place a taxus express2 2.75x28mm drug eluting stent proximal to the first stent, however the physician was unable to maneuver the stent delivery system to cross the previously placed stent. The physician attempted a parallel wire technique, but was still unsuccessful. The device was removed from the patient where it was noted that the distal portion of the stent was lifted up. The procedure was completed with two additional taxus express2 stents, sizes 3.0x12mm and 2.5x24mm. No patient complications occurred. Patient status is satisfactory.